Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins). It was reported that the patient was implanted the day before and they were not feeling any stimulation on the day of the call. Asked if there were still getting desired therapeutic effect and the caller stated patient was until she stopped feeling stimulation sensation the night before the call. The patient programmer showed the stimulation was on and the patient was feeling stimulation in the correct area. It was noted that the change in therapy/symptoms was sudden. No further complications were anticipated/reported.